Event description:
A home patient's spouse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during their automated peritoneal dialysis therapy. Per the initial report, the patient line of the homechoice set "became disconnected" from the home patient's transfer set. Subsequently the home patient "reconnected the patient line" to thier transfer set. Baxter's technical service center assisted the home patient's spouse in ending therapy early. No patient injury or medical intervention was associated with this incident, per the home patient.